Manufacturer narrative:
Date sent to the FDA: 06/04/2021. Additional information: d9, h6. Additional h-3 summary: visual analysis of the returned sample determined that an empty opened labeled winding former and two needle-sutures pieces of product code pee2993h were received for evaluation. The product code is double armed. The swage and attachment area were as expected, and the remnant of the suture was noted into the barrel hole, and marks were observed on the body and the edge of a needle that appears to be by the use of a surgical instrument. In the other needle, no marks were observed, and the end of the suture isn't broken, it's cut appears to be by de use of a surgical instrument. The condition of the sample received indicate improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 06/04/2021. Corrected information: d1, d7a, d9. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the suture broke near the swage part or if the suture detached completely from the needle? According to the sales rep, the suture broke near the swage part. Procedure name? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke from the swage during continuous suturing. No adverse patient consequences were reported. Additional information was requested.